Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not level on the mount. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not level on the mount.

Manufacturer narrative:
H10: the field service engineer (fse) noted that the device needs a stand base assembly. The fse then replaced the assembly, and basket to resolve the issue. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00278. All information from the original report(s) has been transferred to this report.